Manufacturer narrative:
Concomitant product: dtba1q1 ICD, implanted: (B)(6) 2016. Product event summary: the proximal portion of the lead was returned, analyzed, and the distal and proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during the implant procedure, the set screw for the is-4 port was screwed in after placing the left ventricular (lv) lead pin into the header to secure the lv lead. The physician decided to unscrew the set screw in order to remove the lv lead. At that time, the screw would not unscrew successfully. The screw and grommet were then removed from the device header. The device was not used and required replacement. It was also reported that the lv lead had insulation damage and exhibited high pacing impedances after the device damage. The lead appeared to be grossly fractured after attempted removal during the generator change. It was noted that the lead impedance and thresholds were stable prior to the generator change. The lv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.